Event description:
This right ventricular lead was surgically abandoned, the reason was not provided. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).